Event description:
Hx of recent hemolysis (B)(6). Treated with bivalirudin + integrelinand tpa. Pt readmitted with black urine and ldh 2073. Heparin andintegrilin gtt started. Pt taken urgently to or for pump exchange.